Event description:
It was reported that an ilet user experienced repeat occlusion alerts on an infusion set (contact detach) during the evening following a large meal, with blood glucose trending from 207 mg/dl upward and later measuring 293 mg/dl before decreasing after a full supply change; no kinks or air bubbles were observed, and the connector/line was checked. Investigation of this case revealed obstruction of flow associated with the connector/coupler, with findings consistent with a deformation problem, and the issue resolved after the supply change. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.